Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert. During the follow-up, low, out range hvli was observed. Fluoroscopy did not reveal damage. Isometrics to produce noise was suggested. Programming changes were made. The patient was in good condition before and after the event.